Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. On (B)(6) 2023, the patient's parent noticed that the insertion site was swollen after removing the sensor and that the wire was broken, and that a part of the wire was left inside the insertion site. The patient's parent brought the patient to the hospital where surgical removal of the wire was performed. The doctor who performed the surgery stated he was not sure if the wire was removed as no x-ray was performed to confirm this and advised to monitor the insertion site and see if the swelling would heal. Patient went home on the same day. At the time of the report the parent stated the insertion site was still swollen but that the patient was okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.